Event description:
It was reported that during an ablation procedure, poor coronary sinus geometry(ies) was observed during the mapping assessment. It was also reported that following the ablation procedure, the patient developed mild fever of unknown origin with pyrexia to 38°C, which prolonged an existing hospitalization. Septic screens were negative, and testing included a chest X-ray that was clear, a blood culture with no growth at 48 hours, a nose and throat swab that was negative, a urine culture with no significant growth, and urine microscopy that was normal. Electrolytes were optimized and concomitant medication was administered or adjusted to treat the fever/pyrexia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of D10: Product ID: AFR-00016 (Serial: (b)(6)); Product Type: 2004-Mapping Hardware; Implant Date N/A; Explant Date: N/A. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.